Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the initial clip fires then the next one fails. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). Per DHR the product auto endo5 ml, lot # 73f1600359 was manufactured on 06/20/2016 a total of (B)(4) pieces. Lot was released on 06/22/2016. DHR investigation did not show issues related to complaint. Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly.

Event description:
It was reported that the initial clip fires then the next one fails. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one unit 543965 auto endo5 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample appears used as there is biological material present on the device. No other defects or anomalies were observed. Reference files (B)(4) for investigation photos. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet sound could be heard indicating that the internal ratchet ears are intact. The first clip was unable to load properly into the jaws of the device. However, it was able to close. Another attempt was made and the next clip was able to properly load and close. The third clip was also able to properly load and close. Two clips were applied to over-stressed surgical tubing and were able to properly close. The sample was received with 5 clips remaining in the channel indicating that 10 clips were fired by the end user. No other defects or anomalies were observed. Other remarks: the IFU for this product, l03496, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." A corrective action is not required at this time as it could not be determined what caused or contributed to this event. The reported complaint of "initial one fires then the next one fail" was confirmed based upon the sample received. One device was returned. Upon functional inspection, it was found that the first clip was unable to properly load but was able to close. However, the rest of the clips were able to properly load and close. The device was received with 5 clips remaining in the channel indicating that the end user fired 10 clips. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. It could not be determined what caused the first clip to not load properly. No further action will be taken.

Event description:
It was reported that the initial clip fires then the next one fails. The patient's condition was reported as fine.